Manufacturer narrative:
Device investigation: results: the proximal section of the separator shows multiple kinks between 45 and 49 cm from the proximal end. These kinks are in the region of the proximal taper grind. There are more kinks between 15.0 and 17.5 cm from the distal tip. The tip of the separator is bent back almost 90 degrees. The separator is non functional. Conclusion: the damage observed is consistent with both use and post-procedural handling. However, without further detail about how the products were being used and the circumstances of the case, we cannot determine what damage is related to the complaint. The complaint described difficulty deploying the catheters and separator during the case. If the lumen of the catheter(s) became compromised in anatomy, this would cause difficulty advancing devices such as the separator to the treatment site. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
The penumbra system separator wire and corresponding catheters kinked and would not deploy. The physican did not provide any additional details regarding this event. This MDR is associated with mdrs 3005168196-2012-00065 and 3005168196-2012-00066.